Manufacturer narrative:
The facility information is currently unknown and the manufacturing representative has been asked to provide the facility at which the system is housed. A medtronic representative went to the site to test the equipment. Testing revealed that there was a software networking failure in regards to "push exam". The media io was modified and the system then ran successfully and passed a system checkout. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the imaging system transmitted the images to the navigation system, the navigation system displayed a transfer error. There was no patient present when this issue was identified. It was clarified that the images were able to be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the log file from july was not copied as the surgeon only used the imaging system once per procedure. It was reported that multiple exposures were performed during testing where it found that the issue only occurred on the first image acquisition.

Manufacturer narrative:
Additional information provided. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the error message occurs after the image transfer is already completed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.